Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient a pre-existing surgical wound that the device irritated. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient was advised to remove everything over the device. The patient's cardiologist gave the patient the ok to remove the device for the surgical wound. The patient's irritation improved.